Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2014. Concomitant medical products: 650-1057 215090 cer bioloxd option hd 36mm, 650-1067 615770 cer option type 1 tpr sleve +3, 13-104152 521210 m/h 3hole rlc shl nrs 52mm/l23. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 5 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.